Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, a 7f exoseal vascular closure device (vcd) was used for hemostasis. The indicator window on the device turned black. However, after the operator pressed the plug deployment button and attempted to withdraw the device, he discovered that hemostasis had failed because the plug had not fully deployed. Manual compression was used to stop the bleeding. There was no reported injury to the patient. The operator has many years of experience using exoseal via retrograde puncture of the left femoral artery. The patient underwent lower limb arterial stenosis surgery. A cordis short sheath was used. This occurred after the device was slowly withdrawn at a 40° angle, waiting for the blood return indicator to show pulsatile blood flow cessation, and then the plug was slowly withdrawn by 1 cm. The device will be returned for evaluation.

Manufacturer narrative:
As reported, a 7f exoseal vascular closure device (vcd) was used for hemostasis. The indicator window on the device turned black; however, after the operator pressed the plug deployment button and attempted to withdraw the device, he discovered that hemostasis had failed because the plug had not fully deployed. Manual compression was used to stop the bleeding. There was no reported injury to the patient. The operator has many years of experience using exoseal via retrograde puncture of the left femoral artery. The patient underwent lower limb arterial stenosis surgery. A cordis short sheath was used. This occurred after the device was slowly withdrawn at a 40° angle, waiting for the blood return indicator to show pulsatile blood flow cessation, and then the plug was slowly withdrawn by 1 cm. One non-sterile exoseal vascular closure device 7f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was not depressed, while the guard was not locked. The plug was in its manufactured position, and the indicator wire was not deployed. No catheter sheath introducer (csi) was returned for this evaluation. Additionally, the indicator window was observed in the black/white position. No additional anomalies were observed during this visual analysis. A dimensional analysis of the delivery shaft inner diameter was conducted on the received unit and the result obtained was within specification. An attempt to perform a deployment simulation evaluation was made after an attempt to clean the device was made with hydrogen peroxide; however, it could not be completed, as during the attempt to lock the cowling guard, it was observed that this was not possible due to blockage at the indicator wire port caused by a swollen plug and the presence of dry blood, which impeded indicator wire deployment. A high magnification microscopic evaluation was performed to assess the internal mechanism of the device. During this analysis, no abnormal conditions were observed. The reported event of ¿vascular closure device (vcd) deployment difficulty partial deployment¿ could not be evaluated through analysis of the returned device as the plug was swollen with dried blood. The exact cause of the issue experienced could not be conclusively determined during analysis. Additionally, the device received does not match the event reported. Based on the available information and product analysis, user-related factors (use error) may have contributed to the reported issue. The device was received with the cowling guard not depressed, the indicator wire not deployed, and the plug of the device swollen with dried blood, which impeded testing of the deployment mechanism. As this dried material would not likely have been encountered during use in the procedure, it is possible that prolonged swelling of the plug contributed to the issue experienced by the customer. Furthermore, if the device was used in the condition in which it was received (with the indicator wire not deployed), the indicator window would not transition, and the deployment button would not be able to be depressed. The device is designed such that, upon retraction, the deployed indicator wire abuts the arteriotomy site, triggering the indicator window to transition to black/black and allows the user to depress the deployment lever and release the plug. Without indicator wire deployment, the window would not transition, and the deployment lever would not depress unless excessive force was applied. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿the exoseal instructions for use (IFU) notes the following: (xi.5) once the hub of the sheath introducer engages with the indicator wire cowling retract them together using one fluid motion until they lock into position against the handle assembly and an audible ¿click¿ signifies proper connection. The indicator wire will automatically deploy at this point. Caution: do not reinsert the exoseal vcd into the vascular sheath introducer if it is removed prior to locking into position. Caution: if for any reason it is desired to abort the procedure once the exoseal vcd has been introduced into the bloodstream, remove the exoseal vcd and the vascular sheath introducer as a unit.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.

Event description:
As reported, a 7f exoseal vascular closure device (vcd) was used for hemostasis. The indicator window on the device turned black; however, after the operator pressed the plug deployment button and attempted to withdraw the device, he discovered that hemostasis had failed because the plug had not fully deployed. Manual compression was used to stop the bleeding. There was no reported injury to the patient. The operator has many years of experience using exoseal via retrograde puncture of the left femoral artery. The patient underwent lower limb arterial stenosis surgery. A cordis short sheath was used. This occurred after the device was slowly withdrawn at a 40° angle, waiting for the blood return indicator to show pulsatile blood flow cessation, and then the plug was slowly withdrawn by 1 cm. The device will be returned for evaluation.